Event description:
Entered emergency room with severe pain and photophobia right eye. Diagnosed with ulceration on right eye. Visited dr with increased pain. Diagnosed with fungal keratitis on right eye. Visited eye care and surgery starting the next day for treatment and follow up for fungal -fusarium-keratitis on right eye. Treatment included vigamox eye drops every hour for 3 days, then cotninued after. Pt had permanent scarring on right eye. Pt had been using bausch and lomb renu with moistureloc contact lens solution.